Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reasons for removal are capsular contracture, baker grade unknown and concern with the product.

Event description:
Patient reported left side capsular contracture, baker grade unknown, and concern with the product. Device remains implanted.

Event description:
Additionally, healthcare professional reports "back pain", "joint pain" and "thyroid issues" which are not device related.

Manufacturer narrative:
Additional data: a.2, b.5., d.7., g.3., h.6. Device evaluation: visual analysis of the photographs identified red particles on the shell and red encapsulation. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Event description:
Device explanted.